Event description:
A medtronic representative reported that after the conclusion of a spinal fusion procedure, the surgeon noticed the cannulated tactile awl probe was damaged; the part that attached the tracker to the instrument is loose and able to move left to right. The surgeon completed the procedure with the use of the navigation system. The surgeon stated this issue did not affect accuracy during the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Device lot # and manufacture date now provided.

Manufacturer narrative:
The site declined to provide patient information. Device lot number, or serial number, was unavailable from the site. No 510(k) number required as this product is a custom product for restricted distribution. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Customer has chosen not replace the part at this time. Suspect part not returned to manufacturer for analysis. Part not returned to manufacturer.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.